Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: weight were requested but not provided. B3: date of event was requested, but not provided, therefore the date the article was available feb. 23rd, 2025, will be used. Per the instructions for use (IFU) for the gore-tex® suture, misuse of this suture, like any other suture, can result in severe injury or death to the patient. As with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. In order to minimize needle damage, do not drive the needle from the channel where the suture is attached. Needles are not intended to be implanted. At least seven, equally tensioned, flat square throws are required to produce a secure knot when tying gore-tex® suture. Additional throws may be necessary depending on surgical circumstances. When tying knots with the gore-tex® suture, tension should be applied by pulling each strand of the suture in opposite directions with equal force. As the knot is tensioned, the air in the suture is forced out. Care should be taken to avoid using a jerking motion which could break the suture. Uneven tensioning of a well-formed square knot may result in an unsecure knot. When the gore-tex® suture is properly tensioned and formed, standard surgical knotting techniques will produce a secure knot. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature publication was reviewed: ¿endophthalmitis following delayed gore-tex suture rotation: a lesson in suture management¿ retinal cases & brief reports ():10.1097/icb.0000000000001724, february 03, 2025. / doi: 10.1097/icb.0000000000001724. Authors: amin a. Karadaghy, md; ajay singh, md. This case report describes a 35-year-old caucasian female with marfan syndrome who previously underwent akreos 4-point intraocular lens fixation using gore-tex® suture (cv-8 ptfe) sutures. Six years later, she presented with chronically exposed gore-tex suture knots in both eyes, causing irritation and conjunctival inflammation. A surgeon attempted to manage the exposed sutures by rotating the suture knot into the eye, but the knot was scarred down and required enlargement of the scleral opening for rotation. Shortly after this procedure, the patient developed acute endophthalmitis that was recurrent despite two rounds of intravitreal antibiotics. The infection resolved only after removal of all gore-tex sutures and the existing iol, suggesting bacterial colonization of the previously exposed gore-tex material. The patient ultimately received a new iol using yamane fixation (suture less technique) and regained 20/20 vision. In the fellow eye, exposed sutures were proactively removed and replaced, with no infectious complications. The authors conclude that chronically exposed gore-tex sutures should be removed, not rotated inward, due to the documented risk of hardware-associated infection. 2203: -other used for suture exposurec.